Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 700 mg/dl. Customer stated that they changed all the entire sets and the doctor implied that it must be the insulin pump. Customer got an alarm that it was rising and going to 400 mg/dl and gave herself insulin and kept trying for 6 hours and eventually came to the hospital and the ketoacidosis happened at around 1.00 am whereas the incident started at 4.00 pm and just ate yogurt and kept giving herself more insulin. Customer drove herself on the hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus using the insulin pump and hospitalization treatment was intravenous insulin. Customer alleged insulin pump was under delivering as she kept giving herself a bolus and showed it was delivered but it didn¿t help to lower down her blood glucose. The insulin pump and reservoir will not be returned for analysis.